Manufacturer narrative:
This is 1 of the 2 reports for this event. The device remains in patient.

Event description:
It was reported that approximately 16 months after the procedure for the aneurysm at the right internal carotid, digital subtraction angiography (dsa) showed a non-optimal position of the fusiform aneurysm component of the internal carotid artery (ica) after dissection, provided by the flow diverter. Then approximately 2 months later, a percutaneous transluminal angioplasty (pta) of the flow diverter was performed several times to treat the dissection aneurysm. Good dilation result showed in the proximal flow diverter section, however no relevant enhancement in the distal end. Approximately 2 years after the initial procedure, dsa showed the depletion of the proximal lumen of the flow diverter increased again compared to right after the pta. And the flow diverter tapered lute-like towards the proximal end. The remaining partly incomplete wall adaption of the flow diverter with sufficient lumen and flow was not changed, not progressive. Intracranial perfusion also appeared unchanged and unaffected. In the physician¿s opinion, the event was related to the implanted flow diverter.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. While there are several potential causes for the reported issues, because review and analysis of available information failed to identify a definitive cause, and because the device was not returned a cause of undeterminable was assigned.

Event description:
It was reported that approximately 16 months after the procedure for the aneurysm at the right internal carotid, digital subtraction angiography (dsa) showed a non-optimal position of the fusiform aneurysm component of the internal carotid artery (ica) after dissection, provided by the flow diverter. Then approximately 2 months later, a percutaneous transluminal angioplasty (pta) of the flow diverter was performed several times to treat the dissection aneurysm. Good dilation result showed in the proximal flow diverter section, however no relevant enhancement in the distal end. Approximately 2 years after the initial procedure, dsa showed the depletion of the proximal lumen of the flow diverter increased again compared to right after the pta. And the flow diverter tapered lute-like towards the proximal end. The remaining partly incomplete wall adaption of the flow diverter with sufficient lumen and flow was not changed, not progressive. Intracranial perfusion also appeared unchanged and unaffected. In the physician¿s opinion, the event was related to the implanted flow diverter. Additional information received from the site on 09-april-2019 clarified that the implanted flow diverter did not cause the patient's dissection. No further information is available for now.

Event description:
It was reported that approximately 16 months after the procedure for the aneurysm at the right internal carotid, digital subtraction angiography (dsa) showed a non-optimal position of the fusiform aneurysm component of the internal carotid artery (ica) after dissection, provided by the flow diverter. Then approximately 2 months later, a percutaneous transluminal angioplasty (pta) of the flow diverter was performed several times to treat the dissection aneurysm. Good dilation result showed in the proximal flow diverter section, however no relevant enhancement in the distal end. Approximately 2 years after the initial procedure, dsa showed the depletion of the proximal lumen of the flow diverter increased again compared to right after the pta. And the flow diverter tapered lute-like towards the proximal end. The remaining partly incomplete wall adaption of the flow diverter with sufficient lumen and flow was not changed, not progressive. Intracranial perfusion also appeared unchanged and unaffected. In the physician¿s opinion, the event was related to the implanted flow diverter. Additional information received from the site on 09-april-2019 clarified that the implanted flow diverter did not cause the patient's dissection. No further information is available for now.